Event description:
The pt was seen at the implant center for device evaluation in 2001. Testing conducted at the center demonstrated their system was no longer functioning. Revision surgery will take place one month later in 2001 and the pt will be reimplanted with another clarion device.